Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
Additional information reported stated that the patients cause of death was congestive heart failure, arteriosclerotic heart disease, hypertension, diabetes, cirrhosis and renal failure. The death was not device or lead related.

Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No further information was available.